Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's power button reacted poorly. The device was not in patient use. The device's power button was repeatedly pressed and the button responded. The device was scrapped by the manufacturer.